Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that at a competitor lead revision, the physician had difficulty removing the lead pin from the device header. Once the lead was removed, the physician also had difficulty inserting the new lead pin into the device header. When the lead was finally inserted the set screw had appeared to move. The device was explanted and replaced. No patient complications have been reported as a result of this event.